Event description:
Patient arrived to the ed and was considered a potential stroke alert patient. Tpa was ordered. When nursing was setting-up the tpa infusion, the IV tubing popped out of the tpa bottle and dropped to the floor. The IV tubing had to be replaced. After 30 minutes of tpa infusion, the whole bottle was gone and there was still 38 mls that needed to be infused according to the calculation (68 mg to be given). Neurology and the pharmacy had to be called to intervene. The patient was not harmed as a result of this indecent. However, nursing described the spiking of the bottle with the tpa as soft, like inserting into a sponge. This is not the typical resistance that usually is described with setting up this tpa. Unsure if this was an isolated event and/or malfunction. Reason for use: spike tpa bottle (bar code: (B)(4)).